Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced intermittencies and lack of communication with the implant as a result of a thick skin flap. Subsequently the device was explanted on (B)(6) 2018; during the same surgery the patient was re-implanted with a new device.